Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in dark tan to black colors. The patient reports not using the humidifier. The particles were located in the tubing and the air outlet port. The patient reports cleaning the accessories with soap and water. The mask is cleaned every day, and the tube is cleaned every other day. The patient reports feeling something in the mask/tubing, woke up and found the particles. They cleaned everything out then let the device blow for a while before putting the mask back on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in dark tan to black colors. The patient reports not using the humidifier. The particles were located in the tubing and the air outlet port. The patient reports cleaning the accessories with soap and water. The mask is cleaned every day, and the tube is cleaned every other day. The patient reports feeling something in the mask/tubing, woke up and found the particles. They cleaned everything out then let the device blow for a while before putting the mask back on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.